Manufacturer narrative:
The automated impella controller device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported during impella 5.5 mechanical circulatory support to a patient with an acute myocardial infarction/cardiogenic shock, placement signal was loss overnight. Audio alarms were silenced, and the patient was asleep and on support level p-4 at such time. It was noted that the flow appeared more variable at such point. Abiomed's investigation engineer has now requested the return of the automated impella controller (aic) to further investigate if this issue could have been a result of the aic. There was no report or indication of patient harm regarding this event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The console logs from the reported day of event are not consistent with complaint description: there were no ¿prevent retrograde flow¿ alarms on (B)(6) 2024. Nevertheless, throughout the case ((B)(6) 2024 to (B)(6) 2025) there were several instances of ¿loss of opm data¿ events and alarm. Placement signal issues were not reproduced during testing; however optical signals pattern associated with ¿oscillating contrast¿ and resulting was consistent with momentary loss of light due to optical bench malfunction (either lamp or electronics). Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. The cause of the aic issue was a software issue. D9 date device returned to manufacturer added.